Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient's wife that the patient's implantable cardioverter defibrillator (ICD) provided shock therapy recently as well as a few years ago. Follow up was conducted to no avail. The device is still in use. No further patient complications have been reported as a result of this event.